Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. No impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.